Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during the set up for an internal fixation surgery, when a 3mmx1000mm ball tp gde rd was opened from the sealed box, the sterile pouch was found to be not quite sealed at opening end. It is unknown if there was a delay and how was the procedure performed. Current health status of the patient is also unknown.

Manufacturer narrative:
H6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage during shipping or mishandling could be probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during the set up for an internal fixation surgery, when a 3mmx1000mm ball tp gde rd was opened from the sealed box, the sterile pouch was found to be not quite sealed at opening end. Surgery was performed, without any delay, with a back-up device instead. Current health status of the patient is also unknown.